Event description:
It was reported that the cine disk not available error message. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connection cable on cine hard disk drive was evaluated and reseated. The system was tested and found to be working as intended and returned to service.